Event description:
Customer reported that he received adc meter readings of 182mg/dl, 177mg/dl and 121mg/dl that were higher than he felt he was and as a result he reportedly had a seizure and fell while at his home. Customer denied self-treatment based on the readings prior to the reported medical event. Paramedics were called, treated the customer with IV glucose and received an hcp reading of 62mg/dl after the "ampule of d50" was administered and an additional hcp reading of 120mg/dl obtained an hour after the medical event. Customer was transported to a local hospital. No diagnosis or additional medical treatment was reported by the customer. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for investigation and a final report will be submitted when the investigation is complete.